Manufacturer narrative:
Citation: kawakami r.; et al. Characterization of cerebral embolic capture using the sentinel device during transcatheter aortic valve implantation in low to intermediate-risk patients: the sentinel-lir study. Circ cardiovasc interv. 2022 apr; 15(4):e011358. Doi: 10.1161/circinterventions.121.011358. Pmid: 35272475. Epub 2022 mar 11 earliest date of publication used for date of event. Medtronic products referenced: evolut pro (PMA# p130021, product code: npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the sentinel-lir clinical trial to observe the rate and type of debris captured by cerebral protection devices post- transcatheter aortic valve replacement (tavr). All data were collected from multiple centers between march and august 2020. The study population included 50 patients who were predominantly male with a mean age of 76 years. Multiple manufacturer¿s devices were implanted in the study population. Among all patients, 27 were implanted with medtronic evolutpro bioprosthetic valves (unique device identifier numbers not provided). Among all patients, one death occurred from a myocardial infarction (mi) post-tavr. Based on the available information medtronic product may have been associated with the death. Among all patients, adverse events included: one case of post-tavr stroke and multiple cases of thromboembolism captured post-tavr by thecerebral protection devices. Histological examination of the debris determined it was partially composed of thrombotic material, bioprosthetic valve tissue, and anatomical calcification. Based on the available information medtronic product was directly associated with the adverse events. No additional adverse patient effects or product performance issues were reported.